Manufacturer narrative:
Follow-up # 1 date of submission 2/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/08/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked on the side from the threads traveling down to the case seal. It was also observed that the top of the returned battery cap was not worn as reported in the initial complaint. The returned battery cap was able to be attached and removed from the pump without difficulty.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged and the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/19/2016 - correction to describe event or problem: on 1/07/2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the top of the battery cap was worn.